Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 286 mg/dl, 51 mg/dl, and 47 mg/dl. Low blood glucose symptoms were reported with these symptoms. Customer's spouse treated him with orange juice and dinner; low blood glucose improved 30 minutes after eating. Requested return of suspect device and replacement was sent.